Event description:
Blood was coming out of the clear hemostasis valve with the guidewire and 6" sheath in place. The balloon was not through the sheath. The hemostasis valve and iab were not returned to datascope for evaluation. They were discarded by the facility. Event complications: unk - reported 10/30/96. Patient's current status: unk - rpt'd 10/30/96.